Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customers blood glucose level was 548 mg/dl. Customer delivered a correction bolus via pump to address bg. The customer continued to use the pump for insulin therapy.